Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided pictures identified a glenosphere, taper, tray, and bearing after explanation. The part and lot information etched on the taper adaptor match the reported part and lot numbers. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately seven (7) months and three (3) weeks ago. Subsequently, the patient underwent a revision surgery approximately three (3) months after the initial surgery due to the implants dislocating and the glenosphere disassociating. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031427, standard 40mm diameter bearing; lot#: 66874225. Item#: 110031405, mini standard thickness +6mm taper offset 40mm diameter humeral tray; lot#: 66963307. Item#: 110030776, standard offset 40mm diameter glenosphere; lot#: 66783629. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.